Event description:
Discordant, falsely low enzymatic creatinine (ecrea) results were obtained on multiple patient samples on a dimension vista 1500 instrument. The samples were repeated on the same instrument, resulting higher than the initial results. Corrected reports were not issued to physician(s) because the customer considered the differences between initial and repeat values to be clinically insignificant. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low enzymatic creatinine results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that their level 1 and level 2 quality controls (qc) were out of range. The customer recalibrated the new flex and replaced the qc bottle, after which qc was acceptable. The customer then ran patient samples with the new calibration and the results were acceptable. The cause of the discordant, falsely low enzymatic creatinine results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.